Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a failed battery test alarm on their insulin pump. The customer stated they have replaced the battery several times, but the alarm persisted. It was also found the customer experienced a blank display due to the alarm. Customer's blood glucose was 126 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. Customer stated they did not receive a low battery warning prior to the alarm occurring. The customer will be sent a replacement battery cap. Customer declined to return the product for analysis.